Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 10f avanti+ sheath introducer w/o mini gw 23cm fragmented into two distinct pieces during routine removal following pulmonary vein isolation and posterior wall isolation with pulsed field ablation, resulting in a retained foreign body that required right groin exploration with a cutdown to the right femoral vein for surgical removal. There was a reported patient injury of a retained fragment requiring surgical intervention. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 10f avanti+ sheath introducer w/o mini gw 23cm fragmented into two distinct pieces during routine removal following pulmonary vein isolation and posterior wall isolation with pulsed field ablation, resulting in a retained foreign body that required right groin exploration with a cutdown to the right femoral vein for surgical removal. There was a reported patient injury of a retained fragment requiring surgical intervention. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. A product history record (phr) review of lot 18500181 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula-separated¿ could not be substantiated because the device was not returned for evaluation, no images were provided, and limited event details were available, preventing confirmation of the reported damage or determination of the failure mechanism. Multiple attempts to obtain additional procedural details were unsuccessful, and the device was not returned for evaluation. As a result, an assessment of the device condition at the time of the event and the use environment could not be performed. Therefore, potential handling or procedural or handling related contributing factors cannot be assessed or excluded based on the available information. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the product labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿do not introduce sharp medical instruments which can lead to device damage. If increased resistance is felt upon insertion of the sheath, stop the procedure and use fluoroscopy to determine the cause. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the sheath.¿ based on the available information, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.